Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent a manufacturing record evaluation was performed for the finished device pa2652, and no non-conformances were identified.

Event description:
It was reported by that the patient underwent a c-section procedure on (B)(6) 2019 and suture was used. The tip of suture needle came off while sewing up the uterus. The surgeon noted the tip was missing and removed it from the patient. The surgery was delayed an unknown number of minutes due to the reported event. The procedure was successfully completed. There were no patient consequences reported.